Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported by the patient that their infusion set had become disconnected on 05-nov-2024 from the adhesive tape beneath it, despite the tape being firmly attached to their body. Patient confirmed that they did not pull the infusion set, but the plastic part of the infusion set had separated from the tape unexpectedly. No further information was available.